Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. The patients race/ethnicity was not provided when asked. UDI is na: mfg 5-2015 prior to UDI implantation.

Event description:
It was reported that the hahn tapered implant failed. The patient has a history of cancer (of an unknown origin) and type iii bone grade. The provider also notes "significant life stress." The patient presented on (B)(6) 2016 for implant placement on tooth location #27. The patient returned on (B)(6) 2016 for follow-up appointment and upon exam, the provider notes a failure to integrate. The provider also notes granulation tissue around the implant without infection and that the device was placed on an previously or simultaneously grafted site.